Event description:
The customer reported being in the emergency room due to high blood glucose of 464mg/dl. The customer experienced nausea and fruity taste in mouth. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. The customer mentioned that she got a no delivery alarm three times after the infusion set change and did not change again. The testing was not completed as customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.